Event description:
Erratic advia centaur xp vitamin b12 results were obtained by the customer on a pediatric sample (exact data not provided). At the time of the event, patient treatment was withheld. There was no report of adverse health consequences due to the discordant advia centaur xp vitamin b12 results.

Manufacturer narrative:
The cause for the discordant advia centaur xp vitamin b12 test results is unknown. No further patient information is forthcoming. A siemens field application specialist (fas) visited the customer site for an investigational visit. No further incidents of advia centaur xp vitamin b12 discordant patient results have been reported. No conclusion can be drawn. The instrument is performing within specifications.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00133 on 05/29/2013. A siemens field application specialist (fas) and a field service engineer (fse) went to the customer site for system inspection. System precision was checked and verified. It was observed that the quality control results on the advia centaur xp vitamin b12 assay showed a negative bias. There was no evidence of rp1 errors in the system event log in early (B)(6). However, the rp1 alignment was optimized on the reagent pack piercing and wash station positions. Qc and precision were repeated and the results were improved. As a precaution, new quality control means and standard deviation ranges were set. The cause for the erratic pediatric result is unknown. No further patient information is forthcoming. No conclusion can be drawn.